Event description:
This complaint involved a single pt on which 3 blood cultures were performed. After 24 hours, plate cultures were positive for pseudomonas aeruginosa. The inoculated bact/alert fa bottles remained negative after 10 days incubation. There was no adverse effect on the pt as a result of these false negative results. There were no injuries or deaths associated with this incident. No improper treatment was given nor was any required, treatment delayed because of the analysis results.